Event description:
It is reported that the impactor fractured during use.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: possible causes for rim impactor adapter failures are: impaction without a flush seated adapter to the cup rim leading to concentrated loading. A material defect within the particular fractured adapter. Secondary damage from handling leading to a stress concentration in this region. Cause cannot be definitively determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.